Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) performed compressions for a couple of minutes and then stopped displaying fault 16 (timeout moving to take-up position)" was confirmed during the functional testing and based on the archive data review. The root cause for the reported fault code 16 was the defective drive train, likely attributed to the device's aging. The autopulse platform was manufactured in 2007 and is 14 years old, well past the expected serviceable life of 5 years. The customer reported a complaint that "the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message" was not confirmed during the functional testing and archive data review. The customer reported ua18 was not reproduced during the testing. During the reported event date, there were no ua18 indicated in the archive data; thus, not confirming the customer reported complaint of ua18. Upon visual inspection, zoll service personnel noted a cracked front enclosure at the front-end area unrelated to the reported complaint, likely attributed to mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated multiple fault 16 on the customer reported event date; thus, confirming the customer reported fault 16. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) displayed upon powering on. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing slips, the drivetrain motor will seize and be unable to rotate. The drive train motor needs to be replaced to address the fault code 16. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The autopulse platform performed compressions for a couple of minutes and then stopped displaying fault 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolutions exceeded) error messages. The customer stated that the autopulse platform was usually stored in a secured and enclosed compartment. No consequences or impact to the patient.